Manufacturer narrative:
The electrode lot number, reagent lot number and their expiration dates were requested but not provided. The field service engineer (fse) inspected the analyzer and determined the event was caused by the damaged coating of the sipper nozzle. The fse replaced the sipper nozzle and cleaned the mixing vessel and the surrounding components. The fse confirmed the analyzer's performance by test runs. The investigation determined the event was caused by a mechanical/wear issue. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable ise indirect na for gen.2 and creatine kinase (ck) results from patient samples tested on the cobas pro ise analytical unit. The reporter stated they have sporadically high na results from the analyzer. The reporter was able to provide two examples of discrepant results: sample 1 the initial na result from the analyzer was 163 mmol/l. The repeat result from a cobas pure was 144.5 mmol/l. Sample 2 it is not clear if these results were from the same patient: the first na result was 157.5 mmol/l. The second na result was 162.7 mmol/l. The first ck result was 190 u/l. The second ck result was 346 u/l.